Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that the system was unable to boot. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the dvi switch was not powering on during system boot-up. The fse found that as the dvi matrix switch serves as the primary connectivity hub between subsystem components and the suite pc, its failure prevented the detection of all connected parts. To resolve the issue, the fse replaced the faulty dvi switch. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.